Manufacturer narrative:
(B)(4). The device was manufactured october 30, 2013 to october 31, 2013. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused. This occurred during infusion of fluorouracil. The reporter stated that the expected therapy time was 48 hours; however, the infusion completed in 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.